Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed residual liquid/foreign material at the tip could not be identified and a definitive root cause of the issue could not be determined, however, due to leakage from the forceps table, proper reprocessing may not have been possible and the foreign material may not have been removed. Additionally, the loss of water tightness at the tip was likely the result of a gap between the adhesive area around the phone (B)(6) and the plastic cover due to physical stress, chemical stress, storage environment, etc. During user handling/mishandling. Also, the arm corrosion was likely due to an ingress of water as a result of the tip leakage. The event may be detected/prevented by following the instructions for use sections below: operation manual_inspection of the endoscope. Reprocessing manual_leakage testing of the endoscope. Operation manual_inspection of the forceps elevator mechanism. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the grip has a scratch; the switch box has a scratch; the right/left knob has a scratch; the up/down knob has a scratch; the scope connector cover unit has a scratch; the sheet holder unit has corrosion due to water leakage; the fixing force of guide wire does not meet the standard value due to damage on the forceps elevator wire; the bending angle right direction does not meet standard value due to wear of the angle wire; the distal end has corrosion; the connecting tube has coating peeling; and the universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the distal end has residual liquid/foreign material; the water tightness of forceps elevator is lost; and there is corrosion on the forceps elevator. This report is being submitted for the phenomena found during evaluation. There was no patient involvement.